Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.

Event description:
The manufacturer's representative reported that the pump was underinfusing by 100% nurse aspirated 18ml instead of expected 3ml. A catheter dye study was performed and the catheter appeared "integral." The conclusion was suspected battery depletion due to age of pump, however, no alarms were audible nor were any noted on the programmer. The pt symptoms were reported to be increased pain and spasms. The pump contained morphine and clonidine. The pump was explanted after an implant duration of 61 months and replaced with a similar device. Final patient outcome was reported as stable.